Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, the bone tamp ruptured during inflation and would not fit back into the cannula when retrieval was attempted. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluation: the balloon has been caught on the edge of the tube and torn. This damage was caused by the balloon being cut by sharp bone during inflation. Since the seal has been lost a vacuum cannot be created to fully deflate the balloon. If information is provided in the future, a supplemental report will be issued.